Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9056730, medical device expiration date: 2024-02-29, device manufacture date: 2019-02-25, medical device lot #: 9056787, medical device expiration date: 2024-02-29, device manufacture date: 2019-02-25, medical device lot #: 9029517, medical device expiration date: 2024-01-31, device manufacture date: 2019-01-29. Investigation summary: four (4) samples were received from the customer for investigation. The returned samples were leak tested and none of the samples leaked when tested. A device history record (DHR) review was performed on the batches associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: leakage can be caused by the interaction between the barrel inside diameter, the stopper outside diameter, and plunger rod bayonet outside diameter and forces applied during use. The syringe is more likely to leak when forces are applied to the plunger rod when fully extended. Rationale: corrective and preventative action was opened in CAPA# (B)(4) to investigate.

Event description:
It was reported that while drawing up normal saline with the bd luer-lok¿ tip syringe, fluid leaked from between the flange and barrel. This event reportedly happened "twice" with "saline", "once" while drawing up "cisplatin", and "once" with "5-fu". Lot #'s 9056730, 9056787, and 9029517 were reported to have been involved in this event, but it is unknown how many occurrences happened within each lot. CAPA# (B)(4) was opened in response to further investigate the event. The following information was provided by the initial reporter: "while drawing up normal saline with a 60mlsyringe I noticed fluid between the flange and in the barrel of the syringe. This happened twice with saline, once while drawing up cisplatin and once with 5-fu. I immediately stopped and changed to new syringes with the two chemo meds."